Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by medwatch, PICC dressing starting to lift by bottom of pants, so called IV team to change it. When they came to change it, noticed leaking from PICC (peripherally inserted central catheter) once site was wiped. Flushed PICC to confirm leak by hub. IV team obtained a piv for drips and pcas to go through and clamped PICC and wrapped it in betadine and gauze after cleaning. Per documentation and report, there had been some bleeding and potential leaking on (B)(6) with last dressing change, but there was determined not to be a leak at that time and the PICC was dressed as normal. The site was clean, dry, and intact for shift of (B)(6) 2025 up until redressing when current nurse was working, and patient was adequately sedated with (patient-controlled analgesia) pca's going through line. Nnp (neonatal nurse practitioner) called, who called ir (interventional radiology), and PICC line was rewired without incident. No other information was provided.